Event description:
Attorney reported: in 2002 - the pt underwent an incisional hernia repair procedure with placement of a composix e/x mesh patch. In 2006 - the pt underwent an incisional hernia repair procedure with placement of a composix e/x mesh patch and three 0010205 (11 x 14 cm) composix kugel mesh patches. The following month - the pt underwent additional surgery with explant of all five mesh patches. The pt suffered an incarcerated hernia, omental and bowel adhesions and infection as a result of the mesh patches.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. See MDR 1213643-2009-00194 for info related to the composix e/x mesh implanted in 2002. See MDR 1213643-2009-00195 for info related to the composix e/x mesh implanted in 2006. See MDR 1213643-2009-00197 for info related to one of the composix kugel mesh patches implanted on the same day. See MDR 1213643-2009-00198 for info related to one of the composix kugel mesh patches implanted on the same day.